Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 3-4 degenerative mitral regurgitation (mr) and flail posterior leaflet for a mitraclip procedure. During the procedure, the clip opened to 20 degree post deployment. Another mitraclip was deployed to further reduce the mr to grade 1-2. There was no clinically significant delay or adverse patient effects.

Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported clip open while locked (cowl) was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.